Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine generator change. During explant procedure, the pulse generator exhibited loss of output. The device was explanted and replaced. The patient was in stable condition post operation.